Event description:
Customer called to report high bgs. Troubleshooting was performed. The insulin was not exiting and a-51 alarm occurred. Also stated the driver block moved freely across the lead screw in the locked position and the driver arms were loose.